Event description:
During an implant procedure, connection and electrical issues were reported. Reportedly, during the intervention when the leads were connected to the device click sound was heard. The leads were confirmed to be appropriately connected to the ports by pull test and the connector pin of each lead was protruded from the connector block. Before suturing the pocket, no anomalies were identified on the electrical measurements made on the device. When the pacemaker was checked after suturing the pocket, the ventricular lead impedance was above 3 kohm. No connection issue could be confirmed by x-ray. Subsequently the pocket was opened, the device and the leads were extracted. When the ventricular lead was pulled, the lead was come out from the port without unscrewing. Normal values were obtained when the lead was measured by an analyzer. The lead was then reconnected to the pacemaker and confirmed to be appropriately connected to the port by pull test. The pacemaker was checked after suturing the pocket, and normal electrical measurements were obtained.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.